Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user perceived breakfast meal announcements as decreasing, while the device¿s adaptive dosing increased insulin to address larger breakfasts and reduce postprandial hyperglycemia; the user later reached a blood glucose of 314 mg/dl for about two hours, which was corrected by a manual insulin injection and use of a correction factor, and no high or low alerts were reported by the system. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention. Investigation included review of device data and therapy performance, as well as customer education on meal announcements and system adaptation. Investigation of this case revealed the device was functioning as designed, adapting insulin delivery to recent meal patterns and reducing highs consistent with expected algorithm behavior, and no device component failure or alarm malfunction was identified. It was concluded, based on previously established findings for similar reports, that user-related factors involving meal announcement sizing and a subsequent manual correction led to the event, with the device operating normally.